Manufacturer narrative:
The device was not returned for evaluation. As, the lot number was not identified, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information a root cause for this report event could not be determined.

Event description:
It was reported that during implantation of an intralocular lens(iol) into the eye, the iol appeared to be passing through the injector cartridge slightly tilted, causing the leading haptic to be pushed posteriorly by the anterior portion of the injector and through the capsule. Additional information was requested, but not received.